Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer stated that she has had issues with the sensor reading low glucose and the insulin pump going into threshold suspend when her blood glucose is not low. Customer also stated that when the threshold suspend triggers there are too many button presses and questions in order to get the insulin pump to suspend or resume function and is difficult when being woken up at night and trying to figure out why the device is alarming. Customer was also unaware that she to get the backlight she had to press the b button and down arrow button at the same time which could be simpler. Customer declined to troubleshoot. Blood glucose value is unknown. Nothing further reported.